Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer found "dots" inside the tube. The following information was provided by the initial reporter. The customer stated: little black "dots" found on inside tube wall.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer found "dots" inside the tube. The following information was provided by the initial reporter. The customer stated: little black "dots" found on inside tube wall.

Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 24-aug-2023. H.6. Investigation summary: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. The plastic tube wall contained black fm embedded. Additionally, 100 retained samples were visually inspected, and no embedded fms were found. Embedded foreign matter is isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter (fm). Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.